Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the system had no initial calibration. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for no initial calibration was confirmed. In addition a transmitter permanent loss of connection was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection this is now being reported. No product was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.